Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the insulin gauge was inaccurate. Customer declined further troubleshooting from tandem technical support and reportedly continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose level ranged between 70-250 mg/dl.